Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: cat: 650-1068 lot: 3207905 cer option type 1 tpr sleve +6. Cat: 650-1055 lot: 3216983 cer bioloxd option hd 28mm. Cat: unk lot: 107290 shell. H6: suggested component code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted products, bio-debris present, however these cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided. Review of the available records identified the following: revised due to infection, instability, and prosthetic failure. We did have complications with a greater trochanteric fracture from the amount of lysis from his prior metal-on-metal hip replacement. A definitive root cause cannot be determined. As some of the parts have no part and lot information provided, validation of sterile certifications cannot be performed; therefore, the reported devices cannot be excluded as a possible source of the reported infection. This complaint can be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a first stage left hip revision due to instability, dislocation, and infection. During the procedure, a greater trochanter fracture occurred due to lysis from prior hip replacement. Attempts have been made and no further information has been provided.